Event description:
My obgyn dr (B) (6) performed a robotic-assisted hysterectomy. This resulted in injury to both ureters. The right ureter had to be reimplanted, and the left ureter was stented. Dr (B) (6) was using a medical device called the 'da vinci'. It was supposed to be the state of the art medical device in gynecological surgeries. The hosp I was in (B) (6) in (B) (6). The hospitals that use the da vinci are supposed to have a privileging or credentialing system to determine the requirements prior to performing robotic surgeries. I do no believe that my doctor had been trained to use this medical device, that is why my injuries occurred. Also I have been unable to get in touch with anyone at (B) (6) hosp who can tell me if this particular hosp has set up a privileging system in the matter of this medical device. I have not been able to find out if the hosp has followed the regulations that must be followed, in which a report has to be filled out when a pt is injured. I will continue to ask questions from the hosp about what and why I was injured on (B) (6) 2009.